Event description:
A pt reported experiencing inaccurate low results with a ot basic meter. The pt's blood glucose was 111 vs lab 165 mg/dl within 10 minutes, with a difference of 25%. Pt did not experience any adverse events. No further info has been reported.